Manufacturer narrative:
Additional information: d10, h3, and h6 the reported event of overestimation was not confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Device image also indicated that the autocapture algorithm was enabled. When device is set to auto settings the pacing may change based on requirements of the patient and may cause change in estimated longevity. Further analysis did not find any anomaly and battery was at elective replacement indicator stage. Longevity assessment was performed, and device exceeded projected longevity.

Event description:
Additional information received indicating that the device was explanted and replaced to resolve the event. There were no known patient consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, the device's battery longevity was reviewed and was estimated to be at around 6.3 years. However, during a prior follow up that occurred a year ago, the battery longevity was estimated to be at around 7.5 years. Technical support was contacted and determined that the cause of the event was due to overestimation. No intervention has been conducted at this time but device replacement is anticipated at the next in-clinic follow up. The patient was stable with no consequences.